Manufacturer narrative:
(B)(4).

Event description:
It was reported that this dual chamber pacemaker system exhibited changes in the right ventricular (rv) pace impedance measurement. Trending has displayed the lead gradually increasing since initially implanted. At implant the lead was around 900 ohms and recently, it was reported to be approaching 2000 ohms. At this time, no out of range measurements have been reported. Subsequently, the physician opted to surgically abandon and replace the rv lead as the patient is dependent. The pacemaker was explanted and replaced. No additional adverse patient effects were reported.